Event description:
It was reported by the rep that post of lap gastric band procedure, the band was being explanted, due to an infection. Post op the surgeon noticed when examining the removed device that the strain relief tubing came off during the explant procedure and had been left in the patient. The patient has been released and is not scheduled for an additional procedure at this time to remove the piece.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.